Manufacturer narrative:
Investigational findings: the serrated drill guide was received for evaluation. During evaluation of the device, metal shavings were confirmed on the guide tip and galling was observed on the inner portion of the handle. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this drill guide, metal shavings were produced and not all of the shavings were retrieved. There was no reported injury or delay associated with this event.